Event description:
It was reported that approx one year post stent graft implant at the venous anastomosis of an av graft in the upper left arm, a 60% stenosis was identified in the outflow vein at the outer edge of the stent graft. Balloon angioplasty was performed in the outflow vein, resulting in no residual stenosis and excellent flow. The pt recovered without any clinical sequelae.

Manufacturer narrative:
The lot number was provided and the device history records are currently being reviewed. The device remains implanted; therefore, a device eval could not be performed. The investigation is currently underway.